Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, per the service manual, the cause is likely related to the adhesion of foreign material or fluid to the electric contact. The event can be detected/prevented by following the instructions for use which state: 7.1 care the light source note: clean the output socket regularly using the light source socket cleaning kit (maj-2087, optional). For details, refer to the instruction manual for the light source socket cleaning kit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for use, the evis exera iii xenon light source exhibited communication error e216. It was noted, when used with a 190 series scope, communication error b30 was exhibited, however, when used with a 180 series scope, it worked. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During troubleshooting, the customer was instructed to avoid plugging in the video cable maj-1430 when using any 190 scope and was suggested to order maj-2087 and using the light source output socket cleaning adapter to clean the socket on the clv-190. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.